Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported primary syringe not in place error was found in the event history log (ehl). The error was also reproduced during the syringe test. The error was produced because the timing plates were incorrectly assembled by the end user. A user interface issue was therefore established as the root cause.

Event description:
It was reported that the medfusion pump produced a plunger lever error. No patient injury or complications were reported in relation to this event.